Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2013 and suture was used to close the perineum. While suturing, the knots did not hold. The patient experienced a wound dehiscence and needed to be resutured.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.